Event description:
The customer reported that the device has blank display when the batteries were changed. In addition the device had continuous tone and did not clear when the batteries were removed and reinserted. Troubleshooting was performed. The pump had an error alarm. Later the customer called back and reported hospitalized for high bgs. The customer does not believe it was due to a pump issue; the device was delivering insulin and working fine. The customer did not encounter the blank display until customer was released from the hospital.